Event description:
It was reported that the system 9900's c-arm would not lower after a procedure. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that the power supply ps3 and the isolation interface circuit board were defective and were subsequently replaced. The system was tested and found to be working as intended and placed back into service.